Manufacturer narrative:
Addtional information from the dentest is required before investigation is closed. Will contact dentist and update the report once information is received.

Event description:
It was reported that the driver and implant are stuck together, so the doctor was unable to place the implant during surgery.